Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
The customer requested service in regards to touchscreen failure. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
B3: 03apr2020. B4: 03apr2020. Additional information has been received that there was no product malfunction. Clarification was also received that there was no patient involvement nor patient harm; the original allegation of patient involvement was made in error. Based on this information, this is no longer a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.